Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, capsular contracture baker grade unknown, dyspnea, pain, edema, lethargy, crease/folding of implant, anxiety-product/procedure, other-medical.

Event description:
Patient reported a right side "difficulty breathing, severe pain, swelling, excessive tiredness, feeling unusually hot, showing accommodation folds, liquid film, capsular contracture baker grade unknown, concerns with the product, and rupture confirmed via MRI. Device remains implanted.